Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Only one prostyle device was used with an 8.5 f sheath access site. It should be noted that the prostyle instructions for use (IFU), states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, hemostasis was achieved with a non-abbott device. Additionally, the reported needle to cuff miss appears to be related to an interaction with the patient calcification and was not related to the use of only one device. As such, an in-service request will not be required. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a prostyle device with an 8.5f sheath after a cerebrovascular interventional procedure. Reportedly, when the plunger was removed, no suture was attached [to the needles]. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.